Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced infection at the ipg site. Consequently, the physician explanted the scs system. The patient was treated with oral antibiotics. Further follow up identified the patient is doing well and infection has cleared.